Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported his blood glucose reached greater than 250 mg/dl and that there was a delay in the needle insertion process. He also noticed that the cannula was not properly inserted into the skin.